Event description:
It was reported that while testing all trays and parts, we found that none of the plate probes fully lock into the handpieces. The collar will not lock back up and cover the guard. If twisted, the plate probe can come out. They are still in use.

Manufacturer narrative:
The device was intended to be used during treatment. The reported device was not made available to the designated complaint unit for independent evaluation. Thus, visual inspection and functional evaluation of the device could not be performed. The lot number for the device was not provided. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. A complaint history review was performed and found similar reports of this issue. A relationship between the device and the reported event could not be established. The root cause of the reported event could not be determined.